Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they kept on receiving calibration not accepted issues. The customer reported that they had called before and that the settings were changed on his insulin pump. They were advised in the previous call to turn off the high and low setting on the insulin pump in order to stop the insulin pump from alarming. The customer reported that they woke up from their dog barking and saw that their blood glucose level was 53 mg/dl. The customer treated the low blood glucose with food and their blood glucose level went up to 161 mg/dl. The customer declined troubleshooting for the low blood glucose. The device will not return for analysis.